Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the lead was laser explanted due to noise. Noise was not reproducible in clinic. The patient was doing well and will continue to be monitored. The lead will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with an alert for low out of range hv lead impedance via merlin.net. The low measurements were reproducible in clinic with isometrics testing. The patient reported pain at the side of the implant, the incision was still healing. Programming changes were made. The patient will be followed closely.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted, consistent with lead friction to the ICD can. The cable coatings were intact in this location. Two internal abrasions were noted at the svc shock coil, and the cable coatings for the ring electrode and rv cables were abraded at this location. This is consistent with the observation from the field of low impedance and noise.